Manufacturer narrative:
RMA issued. Investigation is in-process.

Event description:
A medtronic representative reported that the fusion navigation system monitor was flickering and sometimes displaying a pink hue. She reported that she re-seated all of the connections in the display chain and this did not resolve the issue. This occurred during troubleshooting of the system. There was no patient present.